Manufacturer narrative:
Investigation summary : a device history record review was completed by our quality engineer team for provided lot number 9175092. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation of this issue, a picture was returned for evaluation by our quality engineer team. Through examination of the picture sample, the tubing component was observed damaged; however, based on the picture sample alone, the defect observed could not be attributed to the manufacturing process. This type of defect may result from misuse of the product within the field.

Event description:
It was reported that a saf-t-intima w/y adapter yel 24ga x .75i had tubing rupture durin guse. The following was reported by the initial reporter: "when the nurse in the department of internal medicine of peking university, the patient had poor vascular conditions and it was not easy to puncture. After the puncture, the small clip was clipped at the moment. The clip broke the extension tube, leading to blood flow and leaving a bad psychological shadow for the patient:

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a saf-t-intima w/y adapter yel 24ga x .75i had tubing rupture during use. The following was reported by the initial reporter: "when the nurse in the (B)(6), the patient had poor vascular conditions, and it was not easy to puncture. After the puncture, the small clip was clipped at the moment. The clip broke the extension tube, leading to blood flow and leaving a bad psychological shadow for the patient."